Event description:
Material # 383516, batch # 4197655. It was reported by customer that after insertion of the IV, the needle was unable to retract and separate from the catheter hub. No harm.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Investigation results: the complaint that the needle would not separate from the catheter adapter was confirmed based on circumstantial evidence that was observed on the 20ga nexiva unit that was provided for investigation. The needle had been withdrawn through the tip shield safety mechanism. The tip shield and needle were received separate from the catheter adapter; however, flash was observed on the tip shield, which can prevent the safety mechanism from releasing from the catheter adapter. The observed damage was manufacturing related, and the appropriate personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.